Manufacturer narrative:
Received one (1) used list# unknown, infusion set, chemo port lock, spiros for inspection. No defects or anomalies noted. The set was leak tested and pressure infused; no leakage was observed. The set was primed as returned, and no flow restriction was observed. The complaint of pulling air into the primary line cannot be replicated or confirmed. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that an unknown infusion set, chemo port lock, spiros was found to have air in the line during patient use. The report states that "these are the ones that pulled air into the primary line, as they did not pull any drug from the secondary when the b channel¿s infusion was started on the pump". There was no patient harm reported.